Manufacturer narrative:
Insulin pump received with frozen medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case on battery tube side, pillowing keypad overlay and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery side and customer went under the water which causes the insulin pump malfunctioned. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.